Event description:
It was reported that (1) tlc75 device was used during a hemicolectomy procedure. It was reported by the rep that the surgeon had placed the stapler across ascending colon to make his initial transection with the tlc75 linear cutter. The instrument wouldn't fire. A new instrument was opened and the procedure was finished without incident. It appears as though the lockout mechanism had been inadvertently fired through while the scrub tech was preparing the instrument. There was no consequence to the pt.